Event description:
It was reported that noise and high impedance were observed. Device anomaly was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis did not confirm the anomalies reported in the field. The device showed normal function.